Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported to have been hospitalized and diagnosed with diabetic ketoacidosis after approximately 1-4 hours of pod wear on the abdomen. The patient further noted that the pod adhesive is difficult to remove. No further information was provided regarding the medical event and multiple good-faith efforts for additional information were unsuccessful. No further information is available.